Manufacturer narrative:
The reusable femoral impactor head broke at the point where the component connects to the impactor handle. The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. Surgeon was able to proceed with the surgery. There was no adverse effect on pt. The femoral impactor head and tibial tray impactor tip were returned for evaluation. Evaluation of the returned devices indicates that there is a specified radius missing at the bottom of the connect post on each part where the fracture occurred.

Event description:
The reusable femoral impactor had broke at the point where the component connects to the impactor handle. The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. Surgeon was able to proceed with the surgery. There was no adverse effect on patient.